Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading was 44 mg/dl. The customer stated that her kidneys are not functioning properly, and it could be the cause of her low blood glucose. The customer declined to troubleshoot the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.